Manufacturer narrative:
(B)(4). The complaint indicated unreadable printed label. During analysis of the product returned, each of the pressure sensitive sales unit labels was visually inspected and confirmed to have illegible lot number. The correct lot number is present on the same sales unit label bar codes and on each individual package. Complaint is confirmed. Additional damage was found on the defect when received at analysis site. This was determined by comparing photographs taken by the customer and visual inspection of received labels at the analysis site.

Event description:
It was reported that the product had unreadable printed label. No patient involvement.